Event description:
It was reported that the intraocular lens (iol) was explanted from the patient's left eye (os). The iol was replaced with a non-johnson and johnson 15.5 diopter lens. No additional information was provided.

Manufacturer narrative:
Date of event: unknown; requested but not provided. But the best estimate date is between 26 oct 2021 and 17 oct 2022. Device evaluation: the device was not returned at the manufacturing site, reason unknown; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that there were no other complaints for this po. No escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: dec. 8, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was covered in dry viscoelastic material. The lens was cleaned and further inspected under magnification revealing that the lens was cut, but was not severed, which is consistent with a lens that was explanted. The lens also had a detached haptic that was missing, cracks on the edge of the lens, and scratches on both the lens and the haptic. The complaint issue "unspecified injury" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.